Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 68, pump error 23, pump error 49, keypad/button unresponsive/button error, frozen screen. The customer reported no adverse event. The event involved product(s) mmt-1882. Troubleshooting was performed. Customer reported receiving a pump error. Customer was not able to clear the error. No harm requiring medical intervention was reported. Mmt-1882 was requested and customer response was the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. No frozen screen noted during testing. Unit passed displacement test and self test, active and sleep measurement current test. No battery related anomalies noted during testing. All buttons were tested while navigating the menus and intermittent button response was noted during testing. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any 61=stuck key alarms that may have occurred in the past. The adapt tool reveals that no stuck key alarms were found. The download history review did record pump erros 68, 23 and 49 on 06/07/2024 at 01:11:32.000-hour. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. No damage noted to keypad assembly or the keypad traces, and j1 connector on pcb1 was locked properly during visual inspection. The unit also passed the keypad voltage test (3.2v). However, under microscope inspection u1 on keypad assembly broken solder joint on pin #2 and #6 was noted that might of cause the intermittent button response. In conclusion, customer allegation was not confirmed. No frozen screen noted during testing. However, intermittent button response was noted due to broken solder joint on u1 keypad assembly. Pump error 68, 49 and 23 alarms noted during testing. No unexpected restarts noted during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.